Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00089. The device was manufactured may 13 - 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The expected therapy time was 46 hours; however, at the end of 50 hours the device was reported to have approximately 30ml of solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.